Event description:
The user facility reported the following to medtronic retrospectively on (B)(6) 2017 for an incident that reportedly took place on (B)(6) 2017. The user facility was not able to associate any specific product to the incident. According to the reporter: occurred post-operatively, following a laparoscopic gastric bypass. There was a hemorrhage at the staple line. This lead to or extended patient hospitalization and caused temporary injury. There was blood loss of greater than 500cc. Patient status reported as alive, no injury.